Event description:
It was reported that while final tightening of the middle screw of a cross connector, the screw stripped and popped out. As the other two screws were already in place torqued down, the surgeon was unable to remove the connector. The broken screw was discarded and connector remains in patient. Patient outcome: no adverse effect reported as a result of this event.